Event description:
It was reported that pump experienced malfunction. There was no reported impact to the customer¿s blood glucose level. During troubleshooting with tandem technical support, customer was unable to reset pump due to lack of power source. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received.